Event description:
Dexcom g6 signal loss at 7:22 pm, 7:47 pm, and "sensor error greater than 3 hours" at 8:12 pm. Dexcom g6 app on galaxy s23 ultra did not relay any notification/alarm with any of these three instances. G6 sensor inserted on (B)(6) 2023. Reference report: mw5146124.